Event description:
It was reported that the t:slim x2 pump battery would not charge, and the issue was associated with a power source alert. There was no adverse impact to the customer¿s blood glucose level despite a pump shutdown occurring. The customer resolved the issue by using a non-tandem wall adapter after the original adapter failed to charge the pump, and they were informed a replacement tandem wall adapter would be sent.